Event description:
Reported that the patient was experiencing symptoms of blurry vision and frequent urination. The patient went to the hospital and was treated with insulin. It is not known how long the meter was not powering on or if the patient attempted to test prior to visiting the hospital. No blood glucose results reported from the hospital. While troubleshooting with the lfs customer care representative, it was discovered that the patient was using the incorrect battery. The patient was advised to purchase the correct battery and call lfs back if the issue was not resolved. The patient has since called back and stated that meter was still not powering on. The battery contacts were in good condition, and the patient was using the correct test strips. The issue has not been resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is insufficient information to show the patient suffered a serious injury. Medical affairs attempted unsuccessfully to reach the patient by phone. A letter is being sent as a second attempt to obtain more clinical information. A replacement meter has been sent to the patient.